Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The blood glucose reading is 41 mg/dl. Customer has treated with orange juice. Customer stated that insulin squirted out the insulin pump during the manual prime process. The drive support cap is sticking out. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. The insulin pump alarmed during prime test due to protruded/loose drive support disk. The insulin pump had a missing end cap sticker.